Event description:
It was reported that the patient needed to ¿start over again¿ and had been using the patient programmer since receiving the implant. The patient repeatedly observed the ¿poor communication¿ screen. The patient was not able to adjust stimulation. It was noted that the inability to adjust stimulation may have been due to pocket depth and pocket swelling. The patient repositioned the patient programmer or antenna over the implantable neurostimulator (ins) and was able to sync after several attempts. The stimulation icon was off. Then, the patient turned on stimulation and decreased it from 1.4 to 1.2. The patient felt stimulation comfortably. It was noted that the patient had a difficult time assessing the ins location because of healing at the pocket site. The patient noted that it was ¿like a deflated balloon¿ and was ¿big¿ but ¿gets smaller every day.¿ the patient did not feel like the ins was moving around in the pocket but stated that it felt like there was a ¿bubble that floats around like helium.¿ additional information received reported that the cause of the event was that the battery moved slightly in the pocket but the device functioned well. It was noted that the patient was unable to easily palpate device and the issue would be worked on at the next appointment. Signs and symptoms included ¿bubble feeling at battery site.¿ the patient did not require hospitalization. There had not been any surgical intervention. The patient outcome was no injury. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant: product ID 3037, serial# unknown, product type programmer, patient product ID 3889-28, lot# va08ezq, implanted: 2013-(B)(6), product type lead. (B)(4).